Event description:
The intra-aortic balloon was inserted into the pt on 4/3/98 at 8:15 p.m. And removed on 4/5/98 at 2:00 a.m. The intra-aortic balloon did not malfunction. The pt had major ischemia, removal of the intra-aortic balloon and surgery was required. (Event complications: major ischemia/removal/surgery required) - reported 4/8/98. (Pt's current status: expired - reported 4/17/98).